Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for initial implant of a right ventricular lead. The capture threshold was elevated and the lead could not pace successfully after multiple repositionings. The guide wire could not be removed from the lead. The lead was explanted and the patient was in stable condition following surgery.